Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to the faulty ignitor. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to an igniter failure, causing the spare lamp to turn on. Additional evaluation findings are as follows: 1.) Worn socket slider switch, causing intermittent use of high intensity mode; 2.) Lens base noted cracked; 3.) Incorrect lamp model found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the spare light went on, the light was dim and there was a problem when trying to turn on the high intensity mode. The problem, as reported to olympus, occurred during a diagnostic laparoscopy procedure. The intended procedure was completed using the same device. This report is submitted due to the report that the spare light went on and the light was dim. There was no patient injury, associated with the event, reported to olympus.